Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated by analysts. In addition, the lcd had missing pixels. The motor and the lcd were replaced to resolve the error code and lcd issues. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a lcd bleed and lec 1870 during testing. There was no patient involvement.